Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
During the use of the processor, the image showed the blackout and could not be used, which affected the diagnosis of the patient. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the xenon lamp was out of service life. The hospital replaced, the xenon lamp by themselves. Correction information: h6: coding changed, based on the investigation result.